Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 79-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci), presenting in scai stage c shock. The device supported the patient throughout a planned pci procedure. At the conclusion of the case, during device explant and closure, the operator attempted to deploy a perclose device; however, vessel damage occurred, preventing successful closure. A 14 fr cook sheath was placed to maintain hemostasis, and vascular surgery was urgently consulted. A covered stent was subsequently deployed to repair the arterial injury, with resolution of bleeding and restoration of distal pulses. The patient remained hemodynamically stable and survived to explant. The event was attributed to the impella access site, with underlying severe peripheral arterial disease (pad) noted as a contributing factor. No resistance was felt during insertion, and there was no allegation of device malfunction. Based on the available information, the patient¿s vascular injury is most consistent with access site¿related arterial trauma during closure, influenced by severe pad, rather than an impella device malfunction. The device functioned as intended throughout support, and no evidence suggests a performance failure. Final assessment remains pending product return and review if completed.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: the cause of the bleeding was most likely related to patient condition due to severe peripheral arterial disease (pad) as a contributing factor. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
Corrected data d4 serial number updated/corrected.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleeding was most likely related to patient condition due to severe peripheral arterial disease (pad) as a contributing factor.